Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they hospitalized on (B)(6) 2021 as they were experiencing diabetic ketoacidosis and high blood glucose level 1300 mg/dl. Customer was experiencing nausea and vomiting. Customer was using insulin pump within 48 hours of reported event. Customer was treated by insulin drip. Customer stated infusion set cannula was bent. Device will not be returned for analysis.